Manufacturer narrative:
(B)(6) a visual inspection of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. The shaft is bent and is also heavily scored proximal to the break area. It appears that material was peeled off from this area of the drill shaft. Due to the condition of the returned device a dimensional evaluation is unattainable. The break site and the scoring are consistent with contact and a bent guide wire and metal surface during use. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The surgeon was drilling the femoral tunnel though the am portal during an acl reconstruction. Upon drilling the 4.5mm drill over the guidewire, the distal tip of the drill broke. The debris was removed with a grasper and a new guidewire and 4.5mm drill was used to complete the case successfully. There was no patient injury or other complications.